Event description:
It was reported that the left cylinder of this inflatable penile prosthesis was eroding laterally due to reported malposition of the device. A new device was implanted via another path. No additional adverse patient effects were reported.